Manufacturer narrative:
(B)(4). Methods: films. Results: dissection. Inflamed thoracic aorta. Conclusions: dissection. Inflamed thoracic aorta.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The proximal stent graft was positioned at the left carotid artery, covering the left subclavian artery. The device was successfully implanted and the delivery system discarded. The aortic aneurysm was noted to be inflamed prior to the procedure. The diameter of the proximal aortic neck was 34 mm, and the length was 21 mm. The diameter of the distal aorta was 30 mm. The maximum aneurysm diameter was 60 mm. There was no calcification or thrombus. There was a stenosis area in zone 3. It was reported that the discharge imaging one week post-implant showed a proximal type I endoleak. The landing zone was adequate, so the cause of the proximal type I endoleak not known. A follow-up CT done three weeks post-implant revealed a dissection on the distal side of the stent graft. The physician commented that the inflammation of the aortic aneurysm may have made the tissue fragile, resulting in the dissection. No additional clinical sequelae were reported, and the patient is being monitored. A review of several returned cta slides 3 weeks post-implant showed that the devices were placed from just distal to the left carotid artery, covering the lsa, extending into the descending thoracic aorta. There is contrast seen within the thoracic aneurysm, possibly from a proximal type I endoleak. At the distal end of the stent grafts a dissection is seen. The cause of these events could not be determined from these limited images.